Event description:
Boston scientific received information that this implantable atrial lead exhibited a low intrinsic amplitude, as well as a pause in atrial pacing for 3.2 seconds. The atrial impedance was noted to be normal at 521 ohms. Technical services (ts) discussed that there was noise on the rv channel, and that the pause in atrial pacing may have been due to oversensing of the rv noise and resetting of the timing. Ts recommended troubleshooting options. Additional information was provided that a 'check atrial lead' alert was later noted. To date, there have been no reported adverse patient effects related to this clinical observation.

Event description:
Additional information was received indicating that the right atrial (ra) lead continued to exhibit low p wave measurements of 0.3 to 0.4 millivolts. Further, an increase in threshold value was observed. The impedance measurement was stable and there were no occurrences of undersensing. No further action planned at this time. The patient will continue to be monitored. No adverse patient effects were reported.

Manufacturer narrative:
The local area sales representative was contacted for additional information, but was unable to provide additional detail. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.